Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. Analysis was completed to find the damage was sustained during the surgical procedure.  The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was placed on a holter monitor that sent a remote transmission. Upon review of the transmission by the physician, it was observed the right ventricular lead was oversensing noise. The patient presented in clinic where she complained of dizziness and felt light headed. Programming changes were made in clinic, but on a later date it was decided the lead was to be explanted and replaced. The procedure was completed successfully on (B)(6) 2020. The patient was stable throughout and following the procedure.